Manufacturer narrative:
(B)(4). The gladius mg14 pv es guide wire was returned for evaluation. The coil wire of the returned guide wire was fractured and elongated for approximately 260mm distal to the proximal solder that was originally located at 30mm from the tip. On the elongated coil wire, torn pieces of the polymer jacket were found in places. The fracture end of the coil wire was almost flat and twisted. These findings indicated that the coil wire fracture was most likely attributed to torsion generated when the coil wire was pulled and straightened. At approximately 35mm from the proximal solder, the core composed of a straight core wire and an inner coil wire was found fractured. For observation purposes, the polymer jacket was removed. The fracture end of the straight core wire, extended out of the side of the inner coil wire, was located at approximately 25mm distal to the proximal solder. All fracture ends were observed by scanning electron microscope (sem). A bend was observed proximal to the fracture end of the straight core wire; dimples made by tensile stress were observed on the fracture surface. Necking was observed on each fine wire of the inner coil wire. These findings indicated that tensile stress had contributed to fracture. Measurement of the returned guide wire supported that the core fracture occurred at approximately 5mm from the tip. The coil wire with the polymer jacket as well as the inner coil wire were pulled and eventually broke off. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that stress generated with pushing and pulling manipulation of the concomitant microcatheter had most likely contributed to the fracture of the guide wire. Applied stress would accumulate on the guide wire when the knuckled wire tip was being caught and restricted its movement by the tip of the concomitant microcatheter. As the accumulated stress exceeded the product design limit, the core fractured, the coil wire was elongated and fractured, and the polymer jacket on top of the coil wire was torn to pieces. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] never use catheters with a metallic part that may come into direct contact with the surface of this guide wire (atherectomy catheter, metallic dilator, etc.).(this guide wire may be damaged or break apart.); [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the polymer jacket of an asahi gladius mg14 pv es guide wire during a ppi to treat a heavily calcified cto in the external iliac artery. The guide wire was knuckled and advanced with an asahi corsair armet microcatheter used for better support. When the microcatheter was about to reach the wire tip, it was noted that the polymer jacket of the guide wire was peeling off and remained in the lesion. A new guide wire was replaced to resume the ppi. Reestablishment of blood flow was successfully achieved by stent deployment. The part of the guide wire remaining in the lesion was also embedded to the vessel wall with the stent. There were no adverse patient effects associated with this guide wire.